Event description:
It was reported that the jig was not aligning correctly. The surgical team did an alignment check before the case started and the drill was not properly going through the nail when locked in ¿position 3¿ and attempting the left subtalar screw. The outrigger guide did not seem to aim the drill directly through the center of the hole, it was coming into contact with the nail itself, just above the hole. The surgeon fiddled around with it and managed to get it to work outside of the patient but when inside the patient the alignment was disrupted again and the surgeon was not able to place the subtalar screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: visual examination shows scratches and deformations consistent with reusable devices. A functional test was performed with the instrument conforming to specifications. The targeting guide was found to align properly with a 10mm x 150mm valor nail (size of valor nail used for this case) after setting the instrument to position 3. Different sized valor nails were also assembled and found to align properly with the targeting guide. A drill bit was successfully passed through the both the targeting guide and the valor nail with no issues noted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the jig was not aligning correctly. The surgical team did an alignment check before the case started and the drill was not properly going through the nail when locked in ¿position 3¿ and attempting the left subtalar screw. The outrigger guide did not seem to aim the drill directly through the center of the hole, it was coming into contact with the nail itself, just above the hole. The surgeon fiddled around with it and managed to get it to work outside of the patient but when inside the patient the alignment was disrupted again and the surgeon was not able to place the subtalar screw.